Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The eight additional nc traveler rx devices are filed under separate medwatch report numbers. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported during initial check and before use of the product, the chinese add on label did not match the original packaging label for 9-2.5x15mm nc trek balloon dilatation catheters. The devices were not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported device markings / labelling problem was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined a potential product quality issue based on the reported and confirmed mismatching information between the addendum label and the product label. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.